Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker system had two lead safety switches (lss) that occurred due to high out of range pace impedance on the non-boston scientific right ventricular (rv) lead. Additionally, there was noise on the rv lead when in the unipolar configuration, likely due to myopotentials. The non-boston scientific right atrial (ra) lead had one spike in impedance as well in which the impedance increased by approximately 900 ohms and then decreased again. The impedance on the ra lead was still within the normal range. The patient is not pacemaker dependent. Boston scientific technical services (ts) recommended some reprogramming options. The physician opted to reprogram the rv lead to unipolar pacing with bipolar sensing. This product remains in service. No adverse patient effects were reported.